Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. Bench testing determined that the customer¿s reported issue was due to a punctured lower interface encoder panel flex circuit. This damage was due to the soldered pins. With a known good lower interface encoder panel installed, the unit was powered on and cycled ten times with no issues. The unit then passed 50.6 hours of extended bench testing, an initial final test, and an initial alarm volume test with no abnormalities. Vyaire medical replaced the lower interface encoder panel and led display to address the reported issue. The ventilator was processed through service and the device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire medical that the ventilator turned off while in use on a patient. The customer stated that the ventilator initially would not turn off, it would turn back on, then while in use, it turned off. The customer also reported that there was no patient incident that he is aware of.